Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. The cause of infection could not be traced to the device.

Manufacturer narrative:
Correction: d9- previously mentioned dates date returned to manufacturer should be 10 apr 2023 instead of 17 apr 2023.

Event description:
It was reported that the patient presented with infection and skin erosion at device pocket site during follow-up in clinic. The discharge and swelling were noted at the pocket site. The implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was in stable condition throughout the procedure.